Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission it was noted that the right atrial lead exhibited undersensing and sensing anomaly. There was evidence of automatic mode switches. The patient was asymptomatic and stable, would be monitored with routine follow ups. No intervention had been reported.